Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Noisy motor noted during testing due to faulty motor and no constant vibrating or off no power alarms noted. All operating currents are within specification and the insulin pump passed self test, displacement test, rewind, and basic occlusion test. The insulin pump has cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm. Caller reports that insulin pump began to make noises, began to vibrate and then shut off. Insulin pump began to show a button error alarm. Customer's blood glucose was 243 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.